Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 545 mg/dl without symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the prime history showed that the pump had not been primed more than 0.6 units since (B)(6) 2015 and 1.2 units on (B)(6) 2015, yet the patient stated they change the tubing every 4 days. Also during troubleshooting, it was determined that all boluses were recorded as programmed. The reporter stated that the patient only used the ezcarb bolus and only had one bolus the day of the call and day before. It was determined by cts that a failure to bolus contributed to the bg excursion and referred the patient their healthcare provider for diabetes management. It was also determined that the bolus type being incorrectly programmed in the pump contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error while on the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. No eaw's occurred during testing. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.